Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2021-35550. It was reported that the patient presented for routine follow up. When their implantable cardioverter defibrillator (ICD) was interrogated, it was noted that there were incorrect parameter values. These values were programmed back to the normal values after which it was noted that the left ventricular (lv) lead exhibited high capture thresholds. It was unknown whether this was an ICD or lv lead issue. Therefore, further programming changes were made to address the issue. The patient was in stable condition.